Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that the ophthalmic system displayed system message during cataract surgery, after which the system shut down in the middle of the procedure. The surgery was completed on the same day and there was no patient harm.